Manufacturer narrative:
(B)(4) event log. The generator was not returned but the event log was downloaded. The event log for this generator shows a large number of ait failures coupled with a large number of relax pressure banner/warnings thrown. There are a couple of times that it was extensive enough to trigger blade integrity testing. The most were for (B)(4) and (B)(4). There were 6 and 11 events respectively on these two hand pieces. (B)(4) is passing ait, but throwing a large number of relax pressure banners/faults. No indication the generator was having problems. The issue may be hand pieces are near end of life. The account may need some in-servicing / observation of instrument assembly

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent additional information provided by sales rep: what energy disposables were being used on the gen11 - enseal or harmonic? Harmonic, (B)(4). What other instruments were used during the surgery? (Clamps, scissors, etc.)? No answer provided. How long has the surgeon and account been using the gen11? Since (B)(6) 2011. Were you present for the procedure? No. Are the jaws cleaned of tissue between transections? Yes. What troubleshooting was done in an attempt to resolve the issue (multiple generator error screens)? Generator, handpiece and disposable piece replaced. Was there at least 3 feet between the gen11 and other or equipment such as a forcetriad? Yes. If using harmonic, was the handpiece checked and/or replaced? Yes - first checked (reassembled) and then replaced. If using harmonic, does the account clean the inner gold rings on the handpiece? No. What are the serial numbers of the generators? Not provided. What was the procedure? Laparoscopic resection of right paraganglioma and right adrenalectomy. What is the rationale for the convert to open, rather than continuing the procedure laparoscopically? Bleeding not able to control laparoscopically. Why was the lap procedure not completed with a gen04; the use of another handpiece if harmonic or another disposable if enseal; or another method such as electro-cautery? Bleeding had already occurred that could not be controlled laparoscopically as it was from a posterior ivc injury. Or was there another reason for the convert to open, such as: patient's anatomy? No. Physician preference? No. What is the patient's current condition? Stabilized. When you were able to duplicate the error, was the gen11 still in the or with the same set-up as the procedure? I was not able to duplicate the error. What caused the posterior ivc injury? The malfunction of the harmonic. Because it did not activate properly our dissection was compromised which resulted in bleeding that necessitated converting to an open case.

Event description:
It was reported the generator is displaying generator errors, activating intermittently and then stopped working. The customer switched to another generator and received generator error. The doctor reports the issue happened at a critical time so the case was converted to an open procedure. The device will not be returned at this time.